Event description:
The catheter got stuck on a .035 amplatz wire and both wire and catheter had to be removed together from the pt as a system. A similar volcano product was used and the procedure was successfully completed. No pt injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the MFR however, a full eval will be conducted if the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.